Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 79 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that currently there is disease progression with aortic neck dilatation. The proximal aortic neck measures 29 mm in diameter and resulted in migration of the stent graft of approximately 1 cm distal to the renal arteries; however, there are no endoleaks present. Another manufacturer's aortic cuff was used to successfully resolve the stent graft migration three weeks ago. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration). (Disease progression and aortic neck dilatation).